Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4277 showed no other similar product complaint(s) from this lot number. Mw5090812.

Event description:
It was reported per medwatch, "pt had PICC line placed. After placement it was noted that a fragment of guidewire had broken off."